Event description:
During troubleshooting of a check lines and bags alarm that appeared on the homechoice (hc) display during prime, the home patient (hp)'s caregiver (cg) found that the spike on the heater bag was not in all the way. The cg pushed spike in, and the technical service representative (tsr) advised the cg press stop / go to clear alarm and resume prime. Alarm did not repeat. Repositioning disposable lines resolved alarm. Prime completed. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the cg regarding the reported problem, it was revealed that the issue was resolved by pushing the heater line all the way into the bag. Per the cg, the hp did not receive any injury or medical intervention as a result of this incident. The cg stated that the hp was doing fine and continuing therapy without issues. The cg sets up the hp's supplies and state that they are new to peritoneal dialysis therapy. The cg stated that they have been doing fine and are not having any issues. No allegations were made against any of the hp's dialysis products. No further information was provided.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint is for a report of a check lines and bags alarm. The used sample was not returned to baxter for evaluation. The lot number is unknown therefore a batch review was not performed. Per the complaint information, the spike was not fully inserted into the heater solution bag. Per the complaint information, the cause of the alarm is improper setup of the supply bag. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation of the check lines and bags alarms is in progress through (B)(4).